Event description:
It was reported that the pump shut off unexpectedly at 100% battery life and became unresponsive. The customer reported that prior to the pump shutting off, an unspecified notification regarding extreme conditions was received. However, this was not confirmed. The customer's blood glucose level was reported to be 204 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.